Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced audible, visual and red heart alarms on the system controller and the pump shut off. There was a concern about the low voltage and low speed alarms. The suspect system controller was exchanged as per the instructions in the info for use (IFU). The hospital also provided the pt with a new power module pt cable and power module.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis. The system controller was operated using a mock circulatory loop in our lab and was found to function as intended with no alarms observed. Even when the power lead cables were maneuvered. During the functioning testing, the white and black power cables were independently disconnected and the system continued to operate properly. Eval of the inner wires of the system controller's power leads was unremarkable. A review of the log file downloaded from the returned device revealed critically low voltage levels recorded. Various alarm conditions were recorded including but not limited to low voltage advisory. Low voltage hazard, power save mode, low speed hazard, backup mode. These alarm conditions would have resulted in the system controller to indicate a red heart alarm, consistent with the reported event. A root cause for the alarms conditions captured in the log file could not be conclusively determined and did not appear to be related to the returned system controller. A review of the device history records showed no deviations from mfg or qa spec. No further info is available. The MFR is closing its file on this event.